Manufacturer narrative:
(B)(4). The wrench has been returned to the manufacturer for evaluation. Approximately 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent an anterior thoracic corpectomy at t10-11. It was reported that during the surgery while performing the final tightening of the lock nut, the tip of the wrench broke off inside the bolt. The tip could not be removed from the bolt and was left in the patient. No additional patient complications were reported.